Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was unknown. The patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on the same day. The patient was started treatment with cephalotin (100mg, daily, and ip) and amikacin (1gm, daily, and ip) for peritonitis. The reported cause of the peritonitis was a rupture in the drainage bag, but as the drainage bag is not part of the sterile fluid path to the patient it is unlikely to be the cause. The cause of this event is currently unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.